Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the patient spoke to a nurse, who said that retention was a side effect of the implant. There were no diagnostics performed and they assumed it was not unusual, given the procedure, and the retention was not a problem.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported that two days after implant the patient had a sudden new symptom 2 days post implant, he is not able to empty his bladder completely. He has to go 5 times to empty, and patient stated he is implanted for urgency and frequency so he has not had this problem before. It was recommended patient follow up with his doctor. No further complications were reported or are anticipated.